Event description:
It was reported that there were stored non-sustained ventricular episodes on this implantable cardioverter defibrillator (ICD) system. Upon review of device episode data, technical services (ts) found that there was noise on the right ventricular (rv) lead channel and oversensing that was causing the stored non-sustained ventricular episodes. There was pacing inhibition greater than two seconds observed. Ts recommended further testing of lead in clinic. Patient performed isometric testing where the noise was reproduced. The clinician elected to reprogram the ICD by turning off tachycardia therapy. It was noted that this patient is not rv pacing dependent. It was noted that this patient will be re-evaluated. No adverse patient effects were reported. Currently, this ICD remains in service.

Manufacturer narrative:
Changed to serious injury report as the clinician turned off tachycardia therapy which constitutes medical intervention therefore meets the definition for serious injury.

Event description:
It was reported that there were stored non-sustained ventricular episodes on this implantable cardioverter defibrillator (ICD) system. Upon review of device episode data, technical services (ts) found that there was noise on the right ventricular (rv) lead channel and oversensing that was causing the stored non-sustained ventricular episodes. There was pacing inhibition greater than two seconds observed. Ts recommended further testing of lead in clinic. Patient performed isometric testing where the noise was reproduced. The clinician elected to reprogram the ICD by turning off tachycardia therapy. It was noted that this patient is not rv pacing dependent. It was noted that this patient will be re-evaluated. No adverse patient effects were reported. Currently, this ICD remains in service.